Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as low; cause was not known. Customer consumed 8 teaspoons of sugar to address bg level. Customer was instructed to contact technical support for future troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.